Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 20764569, model/catalog description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient was experiencing shocks on the left side of the body. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing shocks on the left side of the body. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2408-74 (sn (B)(4)) device evaluation indicated that the device passed all tests performed.